Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had blood back.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the issue of blood back. The fse confirmed that blood did reach the pneumatic module (pim). There was no contamination beyond that point in the pneumatics. In order to solve the issue, the fse replaced the pneumatic module (pm) including safety disk and tidal volume disk. The batteries were also due for replacement at this time. Fse performed a preventive maintenance (pm), full calibration and tested the unit. The product passed all functional and safety testing. The iabp was returned the unit to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had blood back. There was no patient harm reported.